Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. The lead was returned with no reported event. As received only the connector portion of the lead was returned in one piece. Visual examination found one external insulation abrasion at the proximal region breaching the optim sheath only, consistent with friction to the device can. The silicone insulation beneath was intact.

Event description:
This report is to advise of an event observed during analysis.